Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an index cardiac ablation procedure in a study, the participant subsequently reported new bilateral blurry vision associated with nonrotatory dizziness. The participant presented to the emergency department, where the neurologic exam was unremarkable, and computed tomography imaging showed no acute intracranial abnormality; computed tomography angiography of the head and neck and computed tomography angiography of the head without contrast were unremarkable. The participant was admitted for further workup and observation as a new hospitalization. Magnetic resonance imaging could not be obtained due to implantable cardioverter defibrillator leads. A repeat non-contrast computed tomography head scan was negative for evolving ischemic progress and no acute intracranial abnormality was identified. Neurology consultation found no evidence of an acute cerebrovascular event. A known history of bilateral cataracts was noted as a potential contributing factor, and the leading suspected etiology was amiodarone toxicity with an amiodarone level is pending. No treatment was reported. Visual symptoms showed signs of improvement during the admission and the participant was discharged home, and the event outcome was documented as not recovered/not resolved. The sponsor assessed the event as possibly related to the index procedure. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.